Event description:
The healthcare professional reports the implant was inserted (B)(6) 2024 in the patient's mouth. On (B)(6) 2024 , loss of osseointegration was reported on tooth #16. According to the information, the patient is healthy. At the event, the patient experienced: pain. Observed during the event: bone loss, mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.